Event description:
Went to hang antibiotic after spiking bag, tubing came "unattached" at its y-site. Manufacturer response for IV tubing, (brand not provided) (per site reporter) baxter notified. They sent a questionnaire, and we sent the answers. They assigned us (B)(4) complaint number. There are similar reports in the maude system.